Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during replacement surgery high impedance was observed with the new generator. The impedance pre-op is not known as the previous generator at end of service and depleted. The rep who covered the case reported that the lead was found to have not been wrapped properly and not placed securely behind the generator and likely damaged as a result, the surgeon will not be able to perform a lead revision as the patient cannot be put under general anesthesia. The new generator will remain off in the patient with no plans for lead replacement at this time. Additional information received noting that the explanted generator was made available for return. The surgeon did not observe any damage to the lead and the lead pin was confirmed to have been fully inserted and seen past the second connector block and they confirmed to have performed a system diagnostics. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.